Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient will be scheduled for a revision of the new battery. The oor impedances were still occurring. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension, product ID: 37083-60,(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the entire system was removed and replaced. The extension was kinked and appeared broken at the battery site. The extension was out of the ins when the pocket was opened. The lead fell apart at the extension connection site. The patient is getting excellent bilateral upper extremity coverage with the new system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the patient¿s revision was scheduled for (B)(6)2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the explanted devices were disposed of. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3 7083-60, serial/lot #: (B)(4), ubd: 04-dec-2012, UDI#: (B)(4); product ID: 37083-60, serial/lot #: (B)(4), ubd: 29-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that after battery replacement in february,the patient lost coverage on his left side upper extremity. Impedances were checked, and one quad was completely out of range. The patient was scheduled for revision on (B)(6) 2018. The battery site was opened and the leads (extensions) were placed in a multi-lead trialing cable (mltc). The leads tested normal and the impedances were checked three times. The lead was placed back into the battery and tested. Impedances were normal and were tested twice. The patient regained coverage on the left side. The patient called a manufacturer representative (rep) 4 days later and lost simulation in the left arm. A rep met with the patient on (B)(6) 2018 and impedances were again out of range. There was no coverage on the patient¿s left side. The physician and rep feel that it is due to the new battery and a loose connection. This patient had no issues prior to the battery change in february. No further complications were reported.